Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient did not have a clean area prior to starting pd therapy which had led to the reported event. The patient was hospitalized for the peritonitis. The treatment included fortum 500mg injection (route and frequency not reported), reflin 500mg injection (route and frequency not reported), t. Flucon 150mg intraperitoneally (ip) (frequency not reported) and t. Cifran 250mg (route and frequency not reported). At the time of this report, the patient remained hospitalized. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.